Event description:
The service report shows that the vent has a visual alarm, but no audible alarm. The mallinckrodt customer support engineer (cse) inspected the device and replaced the audio alarm. The unit passed extended self testing. There was no pt involvement.